Event description:
It was reported that during a stenting treatment procedure, a guide wire detachment occurred. Vascular access was obtained via a femoral artery. The amplatz super stiff guide wire was positioned in the iliac artery and an unknown stent was implanted. A non bsc closure device was then utilized with the amplatz guide wire. While deploying the closure device, the wire broke off inside the patient. The wire was able to be removed through the sheath and no guide wire fragments remain in the patient. The procedure was completed with a non bsc guide wire. There were no additional patient complications reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, a guide wire detachment occurred. Vascular access was obtained via a femoral artery. The amplatz super stiff guide wire was positioned in the iliac artery and an unknown stent was implanted. A non bsc closure device was then utilized with the amplatz guide wire. While deploying the closure device, the wire broke off inside the patient. The wire was able to be removed through the sheath and no guide wire fragments remain in the patient. The procedure was completed with a non bsc guide wire. There were no additional patient complications reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older.device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the distal tip was unraveled 252.3cm from the proximal end. The core wire was fractured 260cm from the proximal end. Dimensional measurements which were taken met specification. (B)(4) lab results concluded the failure occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Upn- search: corrected from unk531 - amplatz - pi - cmc - (B)(4) (peripheral interv) - (B)(4) to m001465260 - amplatz s/s xch/035/260 (bx/1) - 46-526. Upn: corrected from unk531 to m001465260. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire detachment occurred. Vascular access was obtained via a femoral artery. The amplatz super stiff guide wire was positioned in the iliac artery and an unknown stent was implanted. A non bsc closure device was then utilized with the amplatz guide wire. While deploying the closure device, the wire broke off inside the patient. The wire was able to be removed through the sheath and no guide wire fragments remain in the patient. The procedure was completed with a non bsc guide wire. There were no additional patient complications reported and the patient status is fine.